Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and seroma-late.

Event description:
Healthcare professional reported right side deflation. Later, healthcare professional reported, "7x4 cm fluid pocket subjacent to the right breast implant" per imaging report. The device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: delamination. Device evaluation: the device related to the reported event of deflation, seroma-late and delamination was received on november 16, 2022 with lot number 1754846. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening. Seroma-late: unable to observe as it is a medical event that is not related to the device. Delamination: not observed. Additional observations: crease flat is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional later reported right side "valve delaminated from shell" indicated on rga.